Event description:
During an unspecified procedure, two clips were fired at one time. The surgeon applied another device. No pt injury was reported.

Manufacturer narrative:
6/23/1997-supplemental report #1 submitted to FDA.